Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event of infusion set bent cannula which led to leakage on (B)(6) 2026. The blood glucose level was 401 mg/dl, and the patient changed the infusion site only and resumed insulin delivery. Patient experienced symptoms like sleepiness, drowsiness and somnolence. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.